Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clip did not form all the way when firing on the bile duct. One leg was longer than the other as if the clips had started to form when they were firing the device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.